Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple patients/orders were not showing up on the station and on manual critical override. The customer stated that this malfunction caused a 90-minute delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that carefusion coordination engine (cce) xml sent time was stuck. A technical support specialist restarted the services on the es server, but the cce xml sent time remained unchanged. Then checked the health sight viewer (hsv) and verified that notices appeared. The tss obtained a sample patient, checked, and verified that the patient was showing up on the es server after connecting with the customer to provide the findings. The tss ran the "server downtime" query and verified that communication between cce and es was functioning properly, with no disconnected flags found. Additionally, the tss verified that both active directory (adt) and pis messages were crossing over and successfully processed on the server. The reported issue no longer persisted, and everything was working fine on customer¿s end. The system functioned as intended after the technical support specialist troubleshot the device.